Manufacturer narrative:
Follow-up # 2. As the meter has not been returned, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Follow-up # 2 supplemental sent in part to correct information contained within follow-up # 1; the MFR narrative was incorrect and should read: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. In addition a secondary issue was noted; when test strips were tested with control solution, an error 5 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The complaint was confirmed; when test strips were tested with control solution, an error 5 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter had displayed an inaccurate high reading compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy first occurred on (B)(6) 2016 at 4:14am, when she obtained results of "553 followed by 2 readings over 600mg/dl" on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy and reported that at 04:20 am, she took an insulin injection of "novorapid 30 units" as a result of the alleged product issue. The patient stated that 2 hours 45 minutes after the alleged issue began she developed the symptoms of "sweating, shaking and weak". No treatment was specified. The patient reported that on "(B)(6) 2016, 04:50am" she obtained a blood glucose reading of "123mg/dl" on another meter (onetouch vita). At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure. However, the test strips were stored incorrectly (in the kitchen). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.